Event description:
It was reported that an unspecified malfunction/issue occurred. The sensor was inserted into the abdomen on (B)(6) 2025. On the same day, it was reported that the patient experienced a hypoglycemic event, while the dexcom device would have experienced an unknown malfunction. The day of the event the patient was found unconscious. The dexcom device would not have displayed any readings, and no alerts were heard. The caretaker took a fingerstick, but the blood glucose meter could not read the value. Paramedics were called and when they also got not get any readings with their blood glucose meter, the patient was taken to the hospital. The patient was diagnosed with a diabetic coma. The patient was treated with intravenous insulin and was discharged the same day as the event around 09:00pm. At the time of the report the patient was stable. No product or data was provided for investigation. Problem could not be confirmed and probable cause cannot be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia and loss of consciousness. H6 medical device problem code: 3191: patient was unable to identify device issue therefore a more specific code could not be selected.